Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and barbed suture was used. During the procedure, the needle pulled off of the suture while sewing the fascia. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name and date? The procedure name is unknown, and the date is october 14, 2021 was the needle piece removed from the patient during the same procedure?unknown. Was there any patient consequence or injury? No impact or injury¿ what medical/surgical intervention was provided? Replace suture. What is the condition of the patient? The patient was discharged. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ¿g/m.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name and date? The procedure name is unknown, and the date is (B)(6), 2021 was the needle piece removed from the patient during the same procedure?unknown. Was there any patient consequence or injury? No impact or injury what medical/surgical intervention was provided? Replace suture. What is the condition of the patient? The patient was discharged. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and barbed suture was used. During the procedure, the needle pulled off of the suture while sewing the fascia. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.